Event description:
It was reported that balloon rupture occurred. A 1.2mm x 12mm threader¿ balloon catheter was advanced to dilate the lesion. However, during the procedure, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and patient's status was good.

Manufacturer narrative:
(B)(4).